Event description:
Boston scientific crm received info that this right ventricular lead exhibited high threshold measurements. As a result, the lead was successfully repositioned and remains implanted.